Event description:
Patient with history of hypertension and pre-diagnosis of proximal neck at 60 degrees for infrarenal neck to axis of aaa and a slightly inverted funnel shape, underwent aaa repair in 2007. The procedure went as labeled. After placement of devices and obtaining seal according to the instructions for use, a confirmatory angiogram exhibited a proximal type I endoleak. Re-dilation with the balloon could not completely resolve the endoleak, so the physician placed another manufacturer's stent in the proximal neck and this eliminated the endoleak.

Manufacturer narrative:
Evaluation: this event is still under investigation.